Manufacturer narrative:
Follow-up #1: date of submission 09/30/2016 - device evaluation:the pump has been returned and evaluated by product analysis on 09/06/2016 with the following findings: during investigation, moisture was visible through the display lens. A leak test was performed and failed due to a display lens leak. The pump was opened to find moisture on the oled and on the force sensor plate. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the bumper. A leak was not found at this location. Serial #. The correct serial number is: (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. The reporter claimed there was moisture ingress behind the pump's display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1 date of submission 08/23/2016-correction to initial reporter name: (B)(6).